Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00789. It was reported that the patient's lead had migrated down, and the patient has not experienced any recent trauma. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.